Event description:
The field service rep (fsr) reported that during troubleshooting of another device, the touch screen on this suspect central control monitor (ccm) was not responding. Since the event occurred during preventative maintenance, there was no patient involvement.

Manufacturer narrative:
Eval is in progress, but not yet concluded.